Event description:
Bsc crm received information that this patient died during a procedure in which a transvenous right ventricular lead was implanted. This rv lead was subsequently explanted after the patient expired. A transvenous right atrial lead was never used due to the pt's death. The pt. Reportedly had a cardiac/respiratory compromise during the procedure. Additional information from the local field representative at the procedure indicates that the pt. Death was respiratory related in nature due to severe chronic obstructive pulmonary disease (copd), with no lead involvement. The rep was unaware of any allegations made against the rv lead.